Event description:
It was reported that two er220 were used during an unknown procedure. It was reported by the afffiliate that the instruments spitted (ejected) clips. The clips did not fall into the patient. A new clip applier was used to complete the case. There was no consequence to the patient. 09/30/1998 message from affiliate. The procedure name is a laparoscopic cholecystectomy and both er220's ejected the clips.